Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a premature ventricular contraction (pvc) procedure, a coronary venography revealed a perforation of the coronary sinus had occurred. The pvc originated from the left ventricular outflow tract where bipolar ablation was delayed. Contrast imaging of the coronary sinus was done and a 2f multipolar electrode catheter was inserted into the communicating vein, it was able to identify the earliest excitation site. When the non abbott (biosense webster octaray) catheter was inserted trans-aortically and mapping of the left ventricular outflow tract was performed, the lv summit region of the aortic valve annulus was found to be early. A non abbott (biosense webster thermocool stsf) catheter was placed at the site of the earliest endocardial excitation in the left ventricular outflow tract and a flexibility se was inserted to the hinge site of the aiv and great cardiac vein in the coronary sinus. Bipolar ablation (25w, 60 seconds) was performed and the pvc disappeared. However, pvcs reappeared, when the thermocool catheter was slightly shifted and ablation was done on the inside of the left ventricle, the pvcs disappeared, but the frequency decreased after the electrification ended. However, pvc had appeared. The flex ability se catheter perforated the coronary sinus. No pericardial effusion was observed. When additional left ventricular intracardial ablation was performed, an idioventricular rhythm originating from the left ventricular outflow tract appeared, which disappeared with intravenous lidocaine injection. In the postoperative ward, the pvc had completely disappeared. An outpatient holter examination was performed, the pvc was 212 beats/day. We report a case in which a delayed effect of bipolar ablation was confirmed. There were no performance issues with any abbott devices.